Manufacturer narrative:
H3, h6): the manufacturing representative (rep) visited the site and found that the imaging system was in use. Log review indicated that the +5 v, +15 v, and -15 v dc outputs were out of specification. The power supply (ps1) was replaced. A system checkout was performed and passed. The system is now performing as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was positioned over the patient to acquire a 2d image. An attempt was made to take the image, and a starting noise was heard; however, the process was interrupted and the radiation symbol switched to disabled. The system was rebooted, and the clinical consultant was able to acquire ap and lateral images. The ap image was acceptable, while the lateral image appeared cloudy. The site decided to proceed with a 3d spin. During preparation for the 3d spin, the system again disabled radiation. The clinical consultant rebooted the system once more and was able to complete a 3d spin, reporting good image quality. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.